Event description:
After having a bilateral mastectomy I had allergan textured implants in. I immediately felt as if my shoulder had been broken and my body started reacting to the implants immediately. Within five years I could not travel more than an hour and a half by car; I would swell so bad I could barely walk and was in incredible pain all the time. Joint pain, vision issues, rashes, painful sex from internal swelling, mostly bedridden on norco and morphine. Sleep issues, concentration, memory problems, chemical smells bothered me. I had to have an emergency epipen for a bee sting, mosquito bites swelled to larger than quarter size, difficulty breathing, heart palpitations, magnesium and potassium were constantly and issue being too low. The list goes on and on. Allergan implants robbed me of five years of my life. Once removed I immediately felt better. I lost 25 lbs if inflammation the first eight days. My implants were "intact" yet my drains had yellow silicone coming out of them for weeks. All breast implants should be banned! I will not fill out test portion as I had so many of the years with no answers other than my lymphatic system was failing and when it did I would die. In reality, implants were poisoning me and my lymphatic system was overloaded with toxins. All of you should be arrested for allowing this to happen. FDA safety report ID # (B)(4).